Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional followup: what firing did this occur on? 1st. What vessel? Inf mesenteric artery. What was the condition of the vessel? Normal. Were the staples properly formed? Yes. What portion of the staple line was bleeding? Pulsatile bleed through staple line. Patients preexisting condition(s)? N/a. Patients age, sex and weight? N/a. Was the patient taking any anticoagulants? No. How is the patient currently? Recovering. Is the patient expected to have a full recovery? Yes. How long has the surgeon been using the device? 2+ years. Has the surgeon been inserviced? Yes. (Rep- I have seen dr (B)(6) use echelon many many times and he always follows procedure including pre firing compression/waiting 15 seconds). How much blood loss? 100mls. Was the patient given a blood transfusion? No. How many units of blood were given? Did the device cut? Y. Did the device staple? Y. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? N. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? After final. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. It was a normal firing. Staples deployed and pulsatile bleeding was coming through the staple line.

Event description:
It was reported that during a laparoscopic colorectal procedure, the staplers fired on a vessel. After the patient went to recovery, bleeding was noticed on the staple line and the patient returned to theatre for managed bleeding. Two other products used to control the bleeding (diathermy and endoloop). The patient is stable after being returned to theatre. One device will be discarded.